Event description:
It was reported that the customer experienced blood at the insertion site of the infusion set. The blood glucose reading was 44 mg/dl. Customer treated the low blood glucose by eating. The site did not show any signs of infection. Customer is using proper insertion techniques. There was still blood at the site at the time of the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.